Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a 77-year-old female patient underwent phacoemulsification with intraocular lens (iol) implantation in the left eye by using an ophthalmic viscoelastic, custom pack and intraocular lens. During a postoperative follow-up visit, the patient was diagnosed with endophthalmitis in the left eye. At the time of reporting, the current condition of the patient was unknown. Additional information has been requested but is not available at the time of this report. There are two medical reports associated with same event. This file belongs to left eye. This file belongs to an ophthalmic viscoelastic involved in the reported event.